Manufacturer narrative:
Continuation of d10: product ID 978b1. Lot# va3qmj3. Implanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from health care professional(hcp). It was reported that the steps taken to lead cut were new percutaneous lead extension was implanted on (B)(6) 2024 and continued their trial. No infection noted at percutaneous lead extension revision per provider. They noted that the trial completed and ins implanted on (B)(6) 2024. The issue had been resolved. Ens was discarded and lead was still in use.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown, implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial was initiated on (B)(6) 2024. It was reported that there was an issue on both ens and lead. It was reported that there was broken lead, lead damaged, or lead cut. The patient stated that they had cut their lead wire. The cause of the event was not known. It was unknown if the issue was resolved.